Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing preventative maintenance, coagulation setting was lower than expected. Rem also alarmed. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample met specification as received by the manufacturer. Details regarding a visual inspection were not provided. Rem also alarmed. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. This unit does not meet the requirements for a manufacturing or service failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing preventative maintenance, coagulation setting was lower than expected. Rem also alarmed. The site biomed stated that the rem signal would remain green when it should not due to unit being 1 ohm out of tolerance. According to the manual, the acceptable range for the alarm is between 130 ohms and 140 ohms. The alarm triggered at 141 ohms. The rest of the tests in the rem function test passed. There was no patient involvement.